Event description:
A healthcare professional reported that the phacoemulsification handpiece was faulty. Additional information received and confirmed that the phaco handpiece lost total power during phacoemulsification step of a cataract surgery. The console did not present with any system message. The surgery was completed successfully by using a new handpiece and there was no patient impact.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification handpiece was not returned for evaluation. A phacoemulsification handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation was not a serviceable device. Therefore, a service record review was not performed. The root cause could not be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information was provided in sections d.9., h.3., h.6., and h.10. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the handpiece (hp) was returned for evaluation. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The handpiece was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet the handpiece was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).